Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully initiated a sensor session.